Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the pump doesn't charge anymore." Additional information received on oct. 18, 2016 stated that the patient died after but not because of the pump. The contact person mentioned that "from her knowledge, there was no patient consequences that the patient died after only from the causes of the bad state he was in."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the pump doesn't charge anymore."